Event description:
Patient reported obtaining a blood glucose result of 172 mg/dl, on the suspect device, at 10:00 pm. After result was obtained, patient reportedly delivered normal dose of insulin glargine (30 units) and went to sleep. Patient stated that, 5 1/2 hours later, she awakened to find herself lying on the floor, exhibiting symptoms of hypoglycemia. Patient reportedly pressed a lifeline button to summon a relative for assistance. Shortly thereafter, a relative arrived and treated patient with glass of orange juice. Patient stated that relative had already phoned emergency medical services for assistance. Upon their arrival, < 5 minutes later, paramedics reportedly asked patient to test blood glucose on the suspect device; patient obtained a result of 172 mg/dl. No additional testing was performed by paramedics. Patient stated that she was transported, by paramedics to the hospital where her blood glucose was measured 51 mg/dl, on a hospital device, < 10 minutes later. Patient indicated that she was given apple juice and graham crackers, at the hospital. Patient was reportedly kept at the hospital, for ~ 3 1/2 hours, for observation. No additional treatment was received quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.